Manufacturer narrative:
Abbott field service (fs) performed on-site troubleshooting and replaced the high concentration waste (hcw) nozzle tubing which was worn out from normal use and adjusted/aligned cuvette washer nozzles. The replacement of the hcw nozzle tubing resolved the issue and was determined to be the likely cause. A review of the (B)(4)instrument service history found no additional likely causes and no additional reports of inconsistent or erratic results since the replacement of the likely cause part. A review of historical data for the hcw nozzle tubing did not identify any trends or systemic issues. A review of tracking and trending for the clinical chemistry systems revealed that the calculated rates for the architect c4000, c8000, and the c16000 systems were all below the upper control limit and no trends were identified for the current complaint. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000, serial number (B)(4), or hcw nozzle tubing was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further patient information was provided by the customer.

Event description:
The customer observed a false elevated magnesium result for 1 sample generated on the architect c4000. The following data was provided: sid (B)(6) initial result = 7.1 mg/dl, repeat result = 2.1 mg/dl. Customer's normal magnesium range = 2.09-2.84 mg/dl. No impact to patient management was reported.